Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report. Product review of the electric dermatome handpiece (00882100100) serial number (B)(4) by a zimmer biomet certified service repair site - flextronics on (B)(6) 2020 revealed that the plug harness assembly was damaged. Additionally, the motor was malfunctioning, the needle bearing was worn, the width plate screws were missing, and the unit was out of calibration. Repair of the device was performed by a zimmer biomet certified service repair site - flextronics on (B)(6) 2020 which included replacement of the following: plug harness assembly. Motor d.c. Width plate screw ¿ x2. Needle bearing. Additional repair included recalibration of the unit. The unit passed final testing and quality protocol before being returned. The device, serial number (B)(4), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device had a crushed cable. There were no exposed wires when the cable was crushed. The event occurred before surgery. Investigation completed. At evaluation it was discovered that the device had screws missing, a reportable malfunction. This is an initial final report. No adverse events were reported as a result of this malfunction.